Event description:
It was reported that during the procedure on (B)(6) 2012, a balance middle weight (bmw) guide wire was advanced toward a non-calcified lesion in the heavily tortuous mid left internal mammary artery (lima) to left anterior descending coronary artery bypass graft, then a non-abbott guide wire was later advanced toward the lesion. During advancement of one of the two guide wires, resistance was felt and a vasospasm occurred, which was successfully treated with nitroglycerin medication. A 2.0x12 mini trek balloon dilatation catheter was then advanced toward the lesion, when the vasospasm recurred and was, again, successfully treated with nitroglycerin medication. During advancement of the mini trek, resistance was felt and the distal shaft felt as if it kinked. The trek was subsequently withdrawn, with no resistance felt during withdrawal, and it was discovered that the trek distal shaft with balloon had detached and remained in the vessel. The patient went to surgery and a bypass of the lima was performed; the existing lima was tied off with the shaft and balloon remaining in the patient lima. The patient was discharged from the hospital on (B)(6) 2012. A clinically significant delay was reported. No additional information was provided. User facility medwatch report received that states: during cath lab procedure, balloon device malfunctioned/failed. There was a fracture in med lima graft - balloon tip came off shaft and remained in vessel. Md called surgeon who took the patient to the operating room for removal.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. User facility mandatory medwatch report number (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.